Manufacturer narrative:
Additional information provided in h.6. And h.11. Four samples were not returned. There were four cases with a method code of analysis of production records (3331). There were four cases with a method code of device not returned (4114). There was one case with a method code of analysis of data provided by user/third party (4112). There were four cases with a result code of no findings available (3221). There were four cases with a conclusion code of cause not established (4315). The manufacturer internal reference number is (B)(4). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Four samples were not returned. There were three cases with a method code of type of investigation not yet determined (4118), a result code of results pending completion of investigation (3233), and a conclusion code of conclusion not yet available (11). There was one case with a method codes of analysis of production records (3331), device not returned (4114), a result code of no findings available (3221), and a conclusion code of cause not established (4315). The manufacturer internal reference number is (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
This report summarizes malfunction reports of defective intraocular lenses (iol). The reported patients age was unknown. There were 4 patients with unknown gender.